Manufacturer narrative:
A partial lead with lead tip measuring 44.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance and high capture threshold were observed. The lead was extracted and replaced. The patient tolerated the procedure well and will be followed normally.